Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to verify excessive no delivery and motor error alarm due to prime alarm. The insulin pump was unable to perform the occlusion, excessive no delivery and prime test due to prime alarm. The insulin pump received with missing end cap sticker, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming motor error while attempting to prime. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 202 mg/dl at time of reporting. Nothing further reported.